Event description:
It was reported that during device implant the atrial impedance was high and out of range. The lead was disconnected and inserted back into the header and the impedance remained high. The device was replaced with no further issues. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was noted. The cause of the field event was due to the anomalous transistor.